Event description:
On august 12th, the user contacted dario to report high blood glucose (bg) readings.the user reported that she received high bg readings above 200 mg/dl from her dario meter compared to a bg reading of 145 mg/dl from her non-dario.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.